Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the device and performed a software upgrade only. The ventilator passed all calibrations, extended self-test, short self-test and electrical safety test.

Event description:
It was reported that the ventilator had a blank display during patient use. The ventilation was not interrupted however, the patient was removed and placed on an alternate ventilator. There was no report of serious or death associated with this event.